Event description:
While wearing the sound processor, the pt reportedly experienced intermittencies and sound percept problems. In 2004, the pt was seen at the center for eval. Programming adjustments were made. However, the problem was not resolved. Six days later, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device was scheduled.